Event description:
Trocar broke during procedure. Pieces removed from the subcutaneous tissue, as well as a piece from the abdomen. Laparoscopic nissen fundoplication procedure. Discharged 11/22/94 with no complications.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was not destroyed/disposed of.